Event description:
Natpara is a prescription parathyroid hormone used with calcium and vitamin d to control low blood calcium (hypocalcemia) in people with low parathyroid hormone blood levels (hypoparathyroidism). Natpara is given with the q-cliq pen injector which utilizes bd ultra-fine 31g - 8mm needle. On october 1, 2015 ubc safety received a call from the (B)(6) nurse educator reporting a product complaint (pc) and adverse event (ae). The nurse received a call from the pt (B)(6) 2015 around 7pm reporting his needle had broken off in his leg. The pt stated when he was injecting he felt liquid run down his leg and when he looked the needle had broken off and part of it remained in his thigh. He removed most of the needle. Pt was able to get all of the needle out. He followed up with his hcp the next day, as he was having symptoms of low calcium. He did not think that he got much of that dose. He stated that today he is feeling fine and everything is back on track. Dose or amount: 75mcg, frequency: qd, route: 5c.